Event description:
Customer reports that unit stopped cycling and began alarming "vent inop" while on pt. No pt injury was reported. Staff immediately responded to alarm and began to manually ventilate pt.